Manufacturer narrative:
(B)(6). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection was reported between the patient line of the homechoice cassette and the transfer set, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. This occurred during drain two of four of peritoneal dialysis therapy. The renal therapy services (rts) agent explained the alarm and asked if the patient was connected and they said they were. However, when rts had the patient check their connection, they noticed that they were not connected to the setup anymore. Rts noted that the patient had been sleeping at the time of the event. Rts advised to end therapy and assisted with clearing the alarm so the patient could start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.